Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead was returned stretched from origin length 58 cm to 63.5 cm. The helix was fully extended with body tissue and dried blood visible on the drive shaft. Because the lead returned stretched, the helix cannot be performed. Removed tissue on helix to performed visual inspection of the helix, no anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant, the patient experienced palpitations and discomfort in the chest and was transported to the hospital by ambulance. A pacing failure on the right ventricular (rv) lead was detected on the electrocardiogram. Prior to the lead revision fluoroscopy showed that the slack from the initial procedure had been lost, and the lead had been strained and dislodged. Pacing was successful when the patient entered the operating room; however, the pacing failure was observed when the patient took a deep breath in a sitting position. The lead helix was retracted, and the lead was removed; however, upon removal it was noted that the helix was protruded. The lead was replaced. No further patient complications have been reported as a result of this event.